Event description:
Poor image quality. There was no report of patient harm. The time of event is unknown. Date of event: not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51089) which was submitted. Therefore, MDR (9610877-2022-00369) filed on february 28, 2022 is considered a duplicate report.